Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that while trying to implant a glaucoma filtering shunt, he was unable to release the shunt from the delivery system. Another shunt was used instead. There was no harm to the pt. Additional info was requested.